Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off/no power, low battery or battery out limit alarms or blank display noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated that he replaced the battery, but the display did not return. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated that the high blood glucose level was due to him being out of insulin. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed ot return the device for analysis.